Event description:
It was reported that the patient expired on (B)(6) 2011. The patient's family would not allow any interrogation of the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.